Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 4 patient samples on a cobas pure c 303 analytical unit. On (B)(6) 2023, for sample 1, the initial na result was 147 mmol/l. The repeat result was 139 mmol/l. On (B)(6) 2023, for sample 2, the initial na result was 146 mmol/l. The repeat result was 138 mmol/l. On (B)(6) 2023, for sample 3, the initial na result was 149 mmol/l. The repeat result was 132 mmol/l. On (B)(6) 2023 for sample 4, the initial na result was 157 mmol/l. The repeat result was 142 mmol/l.

Manufacturer narrative:
The na electrode lot number is p1165. The expiration date was not provided. The field service engineer (fse) replaced the sample probe, replaced the sipper nozzle, and replaced the pinch valves. The investigation is ongoing.

Manufacturer narrative:
The customer performed deproteinization on the analyzer. The root cause of the event could not be determined. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.